Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Explant physician reported right side capsular contracture, baker grade IV "mild lympho histiocytic inflammation". The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/jul/2024.

Event description:
Explant physician reported right side capsular contracture, baker grade IV "mild lympho histiocytic inflammation". The device has been explanted.

Event description:
Explant physician reported right side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.